Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, loss of capture, noise, oversensing, and pacing inhibition. Subsequently, the patient underwent a revision procedure, and the rv lead was explanted and replaced. The old rv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 239 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of loss of capture, high capture threshold, oversensing, noise, and pacing inhibition were likely caused by the confirmed fracture.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, loss of capture, noise, oversensing, and pacing inhibition. Subsequently, the patient underwent a revision procedure, and the rv lead was explanted and replaced. The old rv lead was returned for analysis. No additional adverse patient effects were reported.